Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 410 mg/dl and took 8 unit for treatment and can manage. Customer states infusion sets have failed due to insulin flow block alert. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.